Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose exceeded normal thresholds, with specific values unknown but indicated as "high." To address the issue, the customer administered a correction bolus via pump and an additional correction injection using multiple daily injections (mdi) but did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.